Manufacturer narrative:
Field service engineer found the drac auxiliary transformer had failed, and replaced it. Field service engineer verified generator functions per sedecal generator service manual and returned system to service.

Event description:
Generator started smoking. On 5/18: customer reports during procedure, staff smelled something burning. Technologist noted smoke coming from the generator, and immediately shut down the suite. The patient was transferred to another room and the procedure was completed without further incident. No reported injury. Approximately 15 minute delay to move patient. No fluoro loss or loss of system functions up to this point.